Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 519mg/dl, with large ketones, blurred vision, extreme drowsiness, nausea, and polydipsia, associated with an alleged loss of prime issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting it was alleged, the loss of prime alarm had occurred two or more times with more than one cartridge. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a loss of prime issue.

Manufacturer narrative:
Follow-up #1: date of submission 30-mar-2018 device evaluation: the device has been returned and evaluated by product analysis on 03/23/2018 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak/force/fill test was performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.